Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding: nail interfered with blade. The patient had a distal radius fracture. During the operation, the nail was interfered with the blade. The surgeon could not move it backward and forward. So the surgeon locked the blade once, used the extraction instruments and succeeded. After that, the surgeon exchanged the nail and finished the operation. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Complained articles are fully functional, therefore, we are not able to comprehend the stated problems. It is clearly visible though that the tip of the blade got damaged on one side. The device history record for both articles have been researched; no abnormal findings were identified. Manufacturing and inspection records also indicated no problems with the lots in question. No product fault could be detected.